Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. The sr8 was received in good physical condition. The reported problem of the battery not holding a charge was confirmed. The battery was tested with an in house motherboard and was at 100% battery life and ran for less than two minutes before shutting down with 98% battery life still on the scanner. The root cause of the reported issue was identified as an internal battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per imaging engineer, battery not holding a charge. 1/27/2020 - evaluation results: the internal was battery was tested with a in house motherboard and was at 100% battery life and ran for less than two minutes before shutting down with 98% battery life still on the scanner.